Manufacturer narrative:
(B)(4). The analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The remainder part of the blade was noted to have gouges. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. The instructional insert states: "avoid accidental contact with other instruments during use."

Event description:
It was reported that during a gastric bypass procedure, while attempting to use the device, the blade broke. The case was completed with a same like device. There was no patient consequence.